Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. On (B)(6) 2017: tandem technical support reviewed the pump's t: connect logs and found that the customer did receive accurate fill estimates (+120, +240 units) when loading a new cartridge. The customer acknowledged this information and stated that at the time of the report the screen could have been read wrong due to not wearing their glasses. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was +338 units with multiple cartridges. The customer's blood glucose (bg) level was 145mg/dl. Reportedly, the customer had been overfilling their cartridges as the customer does "pull the syringe all the way back" when filling the cartridges. The customer reloaded their current cartridge and once more received a fill estimate of +338 units. Tandem technical support (cts) informed the customer that overfilling their cartridges can affect pressure readings on the pump.